Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a bad sensor alert. He stated that he was eating at the time that this alert occurred and that the initialization period had passed. He stated that the bad sensor alert occurred after a second consecutive calibration error. Customer was unable to run a test plug procedure at that time. The blood glucose reading was 180 mg/dl. Nothing further was reported.